Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin flow blocked alarm was not functioning. The patient's blood glucose at the time of incident was 4.4 mmol/l. A high pressure test could not be performed to verify the functionality of the insulin flow blocked alarm; the caller did not have a tubing clamp available. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the daily history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the summary screen. No bolus anomaly or basal anomaly noted during our testing. The insulin pump had minor scratched display window, scratched case, pillowing keypad overlay and cracked keypad overlay at the select button.